Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a disconnected speaker harness. The speaker harness was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and revealed that the pump was found with no display. The u4 was changed and the pump passed subsequent testing. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a failure code of 550. This condition had the potential to interrupt delivery. This event occurred upon power up in the oncology department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.